Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that evaluation of the unit verified the device had no display during testing. It was determined the lcd display to be the cause of the fault, and it was replaced. The damage observed to the device indicates signs of obvious mishandling. As a result, the claim will be closed as user mishandling. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.